Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown e1 poly liner, unknown. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01235. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that the patient underwent a right total hip arthroplasty procedure. Subsequently, the patient was revised due to dislocation ten months post-operatively. The liner was replaced with constrained liner. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.